Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: premature ventricular contraction¿induced polymorphic ventricular tachycardia after leadless pacemaker implantation: a unique adverse effect of leadless pacing. Heart rhythm case reports. 2018; 4(5):180-183.10.1016/j.hrcr.2018.01.006. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information regarding leadless implantable pulse generator (ipg) placement in a patient. The article reports the patient presented to the clinic with recurring syncope. Telemetry demonstrated frequent premature ventricular contraction (pvc)-induced polymorphic ventricular tachycardia (pmvt). The physician increased the basal pacing rate to 80 beats per minute; however, this did not alleviate the patient's symptoms. Further observation determined spontaneous pvcs similar to paced qrs morphology. The physician determined the device location at a high right ventricular septal position, was the cause of the patient's arrhythmia. The leadless ipg was captured and retrieved and a new leadless ipg was positioned at the mid-septal right ventricular location. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.